Event description:
Lab technician was performing "rna" extraction with chloroform and phenol using falcon 2098 tube. Mixture of phenol, sodium acetate, chloroform and guanidinimum solution was placed into falcon tube and centrifuged for 15 minutes at 5000 rpm. Lab technician removed spun tube from centrifuge. Upon removal, the mixture leaked onto the technician's wrist through a crack in the pp tube. Lab technician felt pain and realized what had happened. He immediately rinsed his forearm with water. Technician then sought medical attention at "usc" university hosp. He was diagnosed with second degree chemical burns and was given 1% silvadine topical cream to apply. He was instructed to return to work in two days.